Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image was cutting out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed, the cause was not fully determined. The monitor did not recognize the smart cable. The smart cable was tried with several monitors to confirm the smart cable failure. The device was already replaced and the returned device was scrapped.